Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the pacing impedance measurement was noted to exceed the upper limit. There was also no capture at the maximum output. The lead was exchanged, and the procedure was successfully completed with a replacement lead. The patient was in stable condition.